Event description:
Customer alleged a blood glucose result of 9 mg/dl was reported by the advantage system. Results below 10 mg/dl are outside the reportable range of the device and the device should display "lo" for these results. Customer reported no symptoms with these results. Customer did not report treating or acting on results. A request was made for the return of the suspect device and replacement product was sent.